Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 309653 and lot number 9337479. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came in an opened packaging blister with the plunger rod-rubber stopper at the 10ml mark. Inside the bottom of the syringe there is a piece of tape similar to the tape used to hold gauze. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause of this tape is unknown as this tape in not used in the manufacturing area. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed, but an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time. CAPA not required at this time.

Event description:
It was reported that syringe 50ml ll tip 1ml had foreign matter inside. The following information was provided by the initial reporter: a piece of paper was found inside a bd syringe by a clinician.